Manufacturer narrative:
Additional information was received that the patient was undergoing an antibiotic treatment and was doing well.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were redness and drainage. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure. The patient was given antibiotics during the procedure. No device malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were redness and drainage. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure. The patient was given antibiotics during the procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. It was also noted that the patient had a drainage/peripherally inserted central catheter (PICC line).

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were redness and drainage. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure. The patient was given antibiotics during the procedure. No device malfunction was suspected.